Manufacturer narrative:
Customer complaint is no sample no error for well a10 of hcv plate dc3349. Facility has decided to remove summit-1995 from use. Summit will remain tagged out of svc until removal is complete. The facility has refused svc to return summit to use at this time.the facility has indicated they do not intend to replace this instrument. Instrument is out of svc, no repairs made.